Event description:
Per provider 4 way valve is leaking (B)(4). Per independent repair center statement the unit was alarming or had a red light, the 4 way valve is leaking. The key failure was multiple leaks. Additional malfunctions clamp hose, leaking; tie wraps, leaking; 4-way, leaking.